Manufacturer narrative:
The user was mistakenly inserted with a 90-day sensor instead of an e3 sensor. This required an additional procedure to remove the 90-day sensor and to insert the e3 sensor. Despite multiple follow up attempts with the user, the removal status of the 90-day sensor and insertion of the e3 sensor could not be confirmed. This was due to a procedural error and does not require any additional investigation.

Event description:
On february 03, 2023, senseonics was made aware of an incident where a 90-day sensor was inserted in the user's arm instead of an e3 sensor.